Event description:
Tip of bipolar forceps broke off in pelvic cavity. The tip was retrieved.what was the original intended procedure?laparoscopic supracervical hysterectomy.device #1is this a laboratory device or laboratory test?no.